Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced insulin flow block issues even after successfully hand priming. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during our testing. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump was received with cracked keypad overlay at the select button, cracked retainer, scratched case and keypad overlay texture damage.